Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that the mean pressure prior to the valve placement was 55 mmhg. Following the valve placement, the pressure gradient increased to mean 60 mmhg. The expansion issue first occurred following full release of the valve. Post inflation was performed only once, however the exact inflation time is not know due to the balloon rupture. It was reported that the balloon had ruptured prior to the balloon being fully inflated. The balloon was inflated using a syringe, and the inflation pressure was not known. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-2329 (lot: 0012048511); product type: 0195-heart valves product ID d-evolutfx-2329 (lot: 0012067479); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was placed, the pre ssure gradient measured with the catheter did not improve compared to before the operation. Transesophageal echocardiogram (tee) showed that the valve¿s opening was restricted. Tissue in the external ilium, which had become narrow during the main access, had been removed and brought into the annulus. Tissue may have therefore entered the sinus, causing the valve¿s limited opening. A post-implant balloon aortic valvuloplasty (bav) was performed with a z-med 18mm balloon. During the post-implant bav, a balloon rupture was confirmed. It is believed that calcification was attached to the intimal tissue, causing tension in the balloon and subsequent balloon rupture. The valve opening restriction was resolved, but a high-brightness deposit was confirmed on the valve leaflet via tee. Considering the possibility that a portion of the ruptured balloon was trapped in the annulus, the team decided to convert to a surgical procedure in order to prevent parts of the balloon remaining in the body. The ruptured balloon was trapped in the sheath, and was removed. The valve was explanted. No balloon was seen remaining in the annulus region, and the vascular tissue of the main access e xternal iliac was collected. Surgical aortic valve replacement (savr) was performed without any problems. No dissections or other damage were seen in the blood vessel of the external iliac region of the left leg, where the intimal tissue was peeled off, so there was no treatment performed except for blood pressure control. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Corrected data: h11. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: (B)(6), use by date: 2025-12-05, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, when the valve was placed, the pre ssure gradient measured with the catheter did not improve compared to before the operation. Transesophageal echocardiogram (tee) showed that the valve¿s opening was restricted. Tissue in the external ilium, which had become narrow during the main access, had been removed and brought into the annulus. Tissue may have therefore entered the sinus, causing the valve¿s limited opening. A post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 18mm balloon. During the post-implant bav, a balloon rupture was confirmed. It is believed that calcification was attached to the intimal tissue, causing tension in the balloon and subsequent balloon rupture. The valve opening restriction was resolved, but a high-brightness deposit was confirmed on the valve leaflet via tee. Considering the possibility that a portion of the ruptured balloon was trapped in the annulus, the team decided to convert to a surgical procedure in order to prevent parts of the balloon remaining in the body. The ruptured balloon was trapped in the sheath, and was removed. The valve was explanted. No balloon was seen remaining in the annulus region, and the vascular tissue of the main access external iliac was collected. Surgical aortic valve replacement (savr) was performed without any problems. No dissections or other damage were seen in the blood vessel of the external iliac region of the left leg, where the intimal tissue was peeled off, so there was no treatment performed except for blood pressure control. No additional adverse patient effects were reported. Additional information was received which reported that the mean pressure prior to the valve placement was 55 mmhg. Following the valve placement, the pressure gradient increased to mean 60 mmhg. The expansion issue first occurred following full release of the valve. Post inflation was performed only once, however the exact inflation time is not know due to the balloon rupture. It was reported that the balloon had ruptured prior to the balloon being fully inflated. The balloon was inflated using a syringe, and the inflation pressure was not known. No additional adverse patient effects were reported. Additional information was received that the post-implant bav was performed at the valve waist due to the elevated gradient and valve opening restriction.

Manufacturer narrative:
Updated data: b5. Third paragraph added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.